Event description:
It was reported that during the implant procedure of a cardiac resynchronization therapy defibrillator (crt-d), the physician connected the leads into the device and high out of range shock impedance measurements were exhibited on this right ventricular (rv) lead. The field representative verified several times there were no programming issues. The physician disconnected, cleaned and reconnected the distal pin several times and verified that the leads were connected in the right ports. It was decided to proceed and complete the procedure with this rv lead and this device. Connection issues were suspected, and the physician believes that the distal coil pin did not connect to the distal port adequately. It is planned to evaluate the patient at the first follow-up to determine if a lead revision is required. No adverse patient effects were reported. At this time, this device system remains in service.